Manufacturer narrative:
(B)(4). One used ls1520 was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found the jaw pin loose in the jaws. The investigation found the jaw pin still inserted into the jaws but sticking out and partially disengaging. The jaw pin was removed for inspection. The pin was bent. The device was forwarded to (B)(4) for further evaluation. In (B)(4), a visual check of the jaw pin knurls and rigid jaw hole found no abnormalities. Since the pin was removed, the pull strength test cannot be performed. (B)(4) performs a 100% pull test and this device was found to be acceptable at the time of manufacturing. The investigation identified the root cause of the reported event to be undetermined. No trend has been identified for this failure mode. No corrective action is required. The provided lot number indicates that this product

Event description:
Site clarified that the device jaw pin did not completely disengage and fall into the patient cavity. The jaw pin became loose and was sticking up out of the device. No component fell into the patient's cavity.

Event description:
The customer reported that the jaw pin disengaged from the device and fell into the patient cavity. The pin was retrieved from the patient's cavity without issue. No tissue damage. No bleeding. No patient injury reported.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.